Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's leads were "dislodged" following an unspecified complication that occurred during an unrelated spinal fusion surgery. The patient experienced a "shocking" sensation at the lead site. When the patient met with the manufacturer representative "a couple of years ago," it was suggested that the patient's implantable neurostimulator battery was depleted. The patient's device and lead were scheduled to be explanted on (B)(6) 2011. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information. The health care professional stated the patient felt "occasional" electric shocks down the right leg, and the patient had ongoing severe pain. The right leg pain "seemed" to have been helped following the surgery, but it was unclear what surgery the hcp was referencing. The hcp reported the stimulator had not been working since the spinal fusion surgery. An x-ray was taken, and the results showed the stimulator had migrated down from the t11, 12 level to the l2, 3 level. The stimulator was also irritating the patient's abdominal region, and the patient wanted the device removed. The entire stimulator system was removed without any problems, and there was no patient injury.